Manufacturer narrative:
Additional information was received from the study coordinator at the site. The death certificate has been obtained, and the noted cause of death was copd, from which the patient had suffered from for some time. Based on this information, the event is no longer considered reportable. No further followup will be forthcoming.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
This (B)(6) male patient underwent successfully stenting of the right internal carotid on (B)(6) 2010. Recent information from the sapphire database indicates that the patient died on (B)(6) 2011. The cause of death is not known at this time. The death certificate has been requested, but has not yet been received.